Manufacturer narrative:
Additional manufacturer narrative: limited information has been provided with regard to this event. A device history record investigation for a1100 console s/n (B)(4) determined that the console meets specification. The lot number of the circuit is currently unknown; therefore, gambro could neither perform a device history record investigation nor a complaint history file check for the circuit.

Event description:
Gambro received a voluntary medwatch report that stated a patient with a complex medical history was admitted to the hospital for acute systolic heart failure. Four days after aquapherisis was initiated, the patient's urine turned a dark red brown color and the ultrafiltrate was pink tinged. The medical team discontinued aquapherisis and started the patient on dialysis.